Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, the stent was unable to be deployed as the guide catheter was retracted for deployment. The suture was caught on the stent as the guide catheter was retracted and the guide catheter broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was stretched and broken at the proximal end. The guide catheter was stuck on the guidewire. There were no visible damages on the guidewire. The distal end of the guide catheter, the push catheter and stent were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, the stent was unable to be deployed as the guide catheter was retracted for deployment. The suture was caught on the stent as the guide catheter was retracted and the guide catheter broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.